Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2021-00019.

Event description:
Patient revised on april 2 2021 due to dislocation, 3 years after primary surgery. Surgeon explanted the 36/+6 standard humeral cup and replaced it with a 36/+3 stability humeral cup and a +9mm spacer.